Manufacturer narrative:
During inspection and testing, service found the nozzle was clogged. A clip was found in the nozzle. The reported issue (no water flow from auxiliary channel) was not confirmed during testing. In addition, the scope connector case was broken, the light guide cover glass was cracked, there were scratches on multiple parts of the device, the bending section cover was porous, the bending tube was deformed, the connecting tube was scratched, the coil pipe plate was deformed, the paint was peeling from the air/water nut and suction cylinder nut, the plug unit was cracked, there was play in the angulation knob, and angulation was reduced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, there was no water flow through the auxiliary water channel of the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged. This report is being submitted for the malfunction found during evaluation (foreign material). There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: operation manual_ preparation and inspection. Inspection of the endoscope. ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. The event can be detected and prevented by following the instructions for use (IFU) which state: reprocessing manual_precleaning the endoscope and accessories. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. ·manually cleaning the endoscope and accessories_ flush the air/water channel with detergent solution. Presoaking the endoscope: ¿if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces.¿ olympus will continue to monitor field performance for this device.